Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to reproduce the reported issue. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the light source experienced no image. The issue occurred during preparation for use in an unspecified diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.